Event description:
In 2009, the sales representative reported that during surgery, the bottom of the instrument that connects to the screw broke off and fell into the patient resulting in a 20 minutes delay to retrieve the broken pieces. Additional information received at approximately 2 weeks later via telephone, the sales representative reported that during surgery, the surgeon was implanting a screw, after implantation of a traxic cage. When he was 3/4 of the way in the bone, a sound was heard. The surgeon took the driver out and it was noted that the tip of the driver was broken off in the wound. The surgeon was able to retrieve all the pieces from the wound. The surgeon used the bone adjuster driver to finish implanting the screw.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending.